Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73d2300737 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. The associated MDR numbers identified were 3003898360-2023-00741, 3003898360-2023-00771, 3003898360-2023-00770, 3003898360-2023-00769, 3003898360-2023-00767, 3003898360-2023-00766, 3003898360-2023-00799 and 3003898360-2023-00800. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient".

Manufacturer narrative:
(B)(4). Additional information received 16-jun-2023 indicates there was no patient injury and no medical intervention. The device was replaced, and the condition of the patient was reported as fine. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged and the first three staples appeared misaligned. A staple was stuck in the device. The stapler was returned with 38 staples remaining in the cover block. An attempt to fire staples was made by completing the trigger cycle of the stapler using hand pressure. Upon engagement of the trigger, the first staple didn't form properly. This was repeated seven times with the same result. On the next attempt, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. The customer did not provide a lot number; therefore, a device history record review was performed on two potential lot numbers found from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73e2201087 was manufactured on 05/31/2022 a total of (B)(4) pieces. Lot was released on 06//2022. DHR investigation did not show issues related to complaint.